Event description:
A customer contacted beckman coulter inc. (Bec) stating the coulter act diff analyzer gave low wbc, rbc, hemoglobin (hgb), hematocrit (hct) and platelet (plt) results on 3 patients. The customer provided printouts for only 2 patients. One patient had instrument generated flags on the initial and first rerun. The results provided by the customer are shown in the attachment. The erroneous results were not reported out of the laboratory. There was no injury or change to patient treatment associated with this event.

Manufacturer narrative:
Per customer, one patient was a difficult, slow draw and suspected of having clots. While troubleshooting with bec cts (customer technical support), it was noted that the customer observed some fluid around the top of the wbc bath and the level in the bath appeared higher than normal. Cts assisted customer in performing 'clean the bath' (bleaching) procedure followed by shut down and several startup cycles. This resolved the issue. Per customer, the low patient results occurred following the analysis of the suspected clotted specimen and prior to the bleaching procedure (per bec labeling, poor bath drain causes low results on all counted parameters while mcv remains normal. In this case, the samples once delivered to the baths were diluted having lower than normal cbc results). Controls run following the low patient sample recovery and prior to troubleshooting recovered low and were within specifications following troubleshooting. The root cause for the low cbc results can be attributed to a clotted specimen that partially obstructed the drain path preventing proper and complete bath draining.